Event description:
It was reported that the user experienced a persistent alert 41 on the ilet, characterized as an insulin shaft rewind error consistent with a failure to infuse, which persisted after multiple restarts and led the user to transition to backup therapy; no impact to blood glucose was reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and traced the issue to a firmware component failure associated with insulin delivery mechanics. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.